Manufacturer narrative:
Added additional information in describe event or problem.

Event description:
It was reported that the patient was surgically treated.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrected data: patient will be surgically treated.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. To date, intervention has yet to be scheduled or performed to treat the failing surgical valve. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 19mm bioprosthetic aortic heart valve is failing after three (3) years, eleven (11) months due to aortic stenosis. As reported, the patient is being evaluated for transcatheter valve intervention but a procedure has yet to be scheduled. No additional details provided.